Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the au5800 clinical chemistry analyzer. The fse inspected the instrument and found that the failure mode was due to operator use error, customer had installed the sample syringe in the reagent syringe location after replacement as part of maintenance. The fse removed the sample syringe and installed the reagent syringes; the customer also wash driver to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the au5800 clinical chemistry analyzer generated approximately twenty (20) erroneous patient results for multiple analytes which includes glucose (glu), bicarbonates (co2), calcium (ca), total bilirubin (tbil), and alt (alanine transaminase). The erroneous patient results were not reported outside the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.